Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-01234. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The target lesions were located in the left anterior descending (lad) and right coronary artery (rca). A 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the lad and the stent was successfully deployed. A 2.75x28mm taxus liberte sds was advanced to the rca and the stent was deployed. At the end of the procedure, the patient had a "lowish" systolic blood pressure of 90-95, however no additional patient complications were reported. While in the recovery area, the patient developed chest pain and st changes. The patient was taken for repeat coronary angiography which revealed a totally occluded lad and a 70% occlusion forming in the stent in the rca. The patient was administered angiomax and heparin. Next, multiple dilations were performed along the entire length of the stent in the lad. An export thrombectomy aspiration catheter was also used and it was confirmed that the lad was reopened. Next, the rca was re-dilated and the clots were resolved. Per the physician, the patient had a hypercoagulable condition. The patient was administered heparin for 24hours and will continue on anticoagulation and antiplatelet therapy.